Event description:
It was reported that a device was used during an esophagogastrectomy. The device fired malformed staples. The case was completed with hand suture. There were no consequences to the patient.